Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure while removing the trial implant, the end of the t-pal trial spacer broke and became stuck in the applicator knob. Reportedly there was no instrument fragment in the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The review of the manufacturing documents has shown that the trial implant was manufactured according to the specifications, but checking the hardness parameters has revealed that the measured hardness is slightly below the specifications. Unfortunately the exact cause of failure could not be determined; the reported failure method could neither be reproduced with handling tests nor mechanical tests. We therefore can only assume that the low hardness in combination with extreme hammering hits may have led to the breakage.